Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was 550 - 560 mg/dl, which was addressed with a manual injection. Customer alleged that bg was due to pump being old. Bg was stable at time of call. As tandem technical support was not contacted at the time of the event, a system check was not performed.